Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed during defibrillation using defibrillation electrodes. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. There was no adverse event to patient or user.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and distributor service engineer, and has been investigated by the philips complaint handling team. Remote support was provided, finding the device failed to defibrillate but passed the operation test. The device was evaluated onsite, confirming the device functioned when performing operation tests. All logs and events from the date of the failure were extracted by the customer. No anomalies were observed in the operation of the equipment. The device was removed from service by the customer, and they are no longer able to locate the device for further investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips the device failed during defibrillation using defibrillation electrodes. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. The customer staff advised the patient was not harmed and confirmed the patient outcome was positive, but could not provide further details.

Manufacturer narrative:
Correction: this report is based on information provided by a philips remote service engineer (rse) and philips field service engineer (fse), and has been investigated by the philips complaint handling team. The fse evaluated the device onsite and it passed all operational tests and was determined to be fully functional. All logs and event files from the date of the issue were initially reported to have been extracted by the customer. However, despite attempts to retrieve these logs and event files, they were unavailable for further review. The rse advised the device had been removed from service by the customer and they are no longer able to locate the device for further investigation, nor provide the device log files for review by the product engineering team. The fse evaluated the device onsite and it passed all operational tests and was determined to be fully functional. The fse noted no anomalies were observed in the operation of the equipment. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Correction: philips received a complaint on the m3535a (heartstart mrx monitor/defibrillator) indicating that the device failed to defibrillate. The allegation reportedly occurred while in clinical use on a patient. The customer's staff advised the patient was not harmed and confirmed the patient outcome was positive, but could not provide further details.